Manufacturer narrative:
Unit was returned to manufacturer: the reported error was confirmed and traced back to a defective encoder board that was replaced. Evo was missing of 3 joint holders that were reassembled. Based on above facts, it cannot be ruled out that the error code was due to a defective encoder board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
H10: complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2011. Based on the investigation performed for similar cases, the reported malfunction can be due to: defective flat ribbon cable; defective encoder board enc 0601; loose magnet from the magnet holder. Based on technical intervention, most likely root cause of the reported error code was a defective encoder board due to wear.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, encoder was replaced; clear of nvmem (non volatile memory) and flash update were performed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in bad oeynhausen, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error message related to a faulty encoder. The issue occurred during priming. There was no patient involvement.